Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, minor scratched display screen and a cracked reservoir tube lip.

Event description:
Customer's mother reported physical damage to her son's insulin pump. The physical damage occurred while her son was being arrested, causing the insulin pump to be smashed into pieces. Customer was hospitalized while he was on his back-up plan from his healthcare provider. Per customer's mother, it was not because of the insulin pump, but because he didn't have any insulin. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.